Event description:
Clinical study. It was reported that 241 days after a coronary drug eluting stenting treatment procedure, the pt experienced a reinfarction and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.3 mm, 90% stenosed, 19 mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successful placemnet of an unknown type bsc study stent. Of note, this is a blinded clinical trial. There were no reported complications. Two hundred forty one days after the initial procedure, the pt presented with reinfarction and stent closure after having stopped plavix due to abdominal problems and scheduled colonoscopy. The physician performed ptca with good results and the pt was discharged on plavix. Add'l info has been requested.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.